Manufacturer narrative:
The returned product consisted of a watchman truseal access system with the dilator snapped into the hub. The device was bloody. Analysis of the customer supplied photos, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (delamination/torn). Inspection of the rest of the device found no other damage or defect with the returned device. The reported tip damage was confirmed.

Event description:
It was reported that the tip of the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The first closure device was deployed in the laa of the patient, but did not meet release criteria. This device was fully recaptured and removed from the patient. A new 30mmclosure device was used to successfully complete the procedure. The closure device was implanted in the laa of the patient. When the was was removed from the patient it was noted that there was a tear on the tip of the sheath. There was no observation of a detachment/separation of material and the physician confirmed that there was nothing left inside the patient. The patient did fine following these events and there were no other complications that were reported to have occurred.

Event description:
It was reported that the tip of the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The first closure device was deployed in the laa of the patient, but did not meet release criteria. This device was fully recaptured and removed from the patient. A new 30mm closure device was used to successfully complete the procedure. The closure device was implanted in the laa of the patient. When the was was removed from the patient it was noted that there was a tear on the tip of the sheath. There was no observation of a detachment/separation of material and the physician confirmed that there was nothing left inside the patient. The patient did fine following these events and there were no other complications that were reported to have occurred.